Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm or blank display was noted. The insulin pump was monitored for 56 hours and no constant tone was noted. The insulin pump had a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump also made a loud screeching noise. The customer's blood glucose level was 185 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.